Event description:
A pt presented with atrial fibrillation resistant to drug therapy, underwent a right side sided ablation procedure resulting in sinus rhythm with a complete intra-atrial block. Five days later, the pt was diagnosed with presyncope due to an escape rhythm of 25-30 bpm. The pt was transferred to ICU and a temporary pacemaker was implanted. The pt's prognosis was reported as satisfactory.